Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on 10/19 due to abdominal pain. At the hospital the patient was later diagnosed with peritonitis. The patient is still at the hospital to this day and is completing treatments there. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient complained of abdominal pain during her first hospitalization following a fall, whereas multiple diagnostics were completed during this admission (date of admission not reported). Details of the patient¿s fall were not provided. The patient complained of abdominal pain again while admitted to a rehabilitation facility and she was sent to the hospital on (B)(6) 2025. All assessments regarding initial symptoms, treatment course and the cause of her peritonitis were conducted in the hospital; however, hospital details were not reported. During this hospitalization, pd fluid cultures were obtained upon admission and during the hospital course; however, no results were reported. The patient followed up with the outpatient clinic on (B)(6) 2025 post-discharge. A peritoneal effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with negative cultures, a white blood cell count less than 100/mm3 and clear peritoneal effluent fluid. The patient was prescribed a two-week course of vancomycin (frequency and duration not reported) with the last administration on (B)(6) 2025. The patient¿s pd fluid remains clear and the patient is afebrile with no complaints of abdominal pain following this event. Additional attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was taken to the hospital on (B)(6) due to abdominal pain. At the hospital the patient was later diagnosed with peritonitis. The patient is still at the hospital to this day and is completing treatments there. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient complained of abdominal pain during her first hospitalization following a fall, whereas multiple diagnostics were completed during this admission (date of admission not reported). Details of the patient¿s fall were not provided. The patient complained of abdominal pain again while admitted to a rehabilitation facility and she was sent to the hospital on (B)(6) 2025. All assessments regarding initial symptoms, treatment course and the cause of her peritonitis were conducted in the hospital; however, hospital details were not reported. During this hospitalization, pd fluid cultures were obtained upon admission and during the hospital course; however, no results were reported. The patient followed up with the outpatient clinic on (B)(6) 2025 post-discharge. A peritoneal effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with negative cultures, a white blood cell count less than 100/mm3 and clear peritoneal effluent fluid. The patient was prescribed a two-week course of vancomycin (frequency and duration not reported) with the last administration on (B)(6) 2025. The patient¿s pd fluid remains clear and the patient is afebrile with no complaints of abdominal pain following this event. Additional attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained.